Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and determined only the touchscreen was impacted by reported issue; therefore, there was no reportable malfunction. The touchscreen, keypad and coin battery were replaced to correct the reported touchscreen issue.